Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 402 mg/dl at the time of incident and 287 mg/dl. The customer was treated with manual injection for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was not on auto mode at the time of incident. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomalies noted during testing. Device functioning properly during testing. (B)(4).